Event description:
It was reported that a malfunction occurred with a pump used by a customer in norway. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual daily injections as a backup therapy. Technical support confirmed the shipping address and arranged to replace the defective pump with a new one. The customer was also instructed to put the faulty pump into storage mode and return it using a prepaid label within 10 days, which the customer acknowledged.